Manufacturer narrative:
The device was received and evaluated. An 0x45 alarm was generated by the device, indicating sma wire 2 is open. A timeout was observed in the data. Investigation found the front sma wire to be broken at the anchor and therefore was not in place around the pulley. The root cause of the alarm could be determined as the broken sma wire. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 350 mg/dl. The pod was worn on the hip/buttocks for between 24 and 36 hours. As treatment, a new pod was applied.